Event description:
Additional information was received indicating x-ray confirmed rv lead damage. The plan was to perform a revision procedure. At this time the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements and an increase in pace impedance measurements. The system remains in service. No adverse patient effects were reported.